Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation before reaching nominal pressure, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.